Event description:
It was reported that the patient had a loss of therapeutic effect. The patient noticed the change with their therapy when they started taking diuretics 2 years ago due to congestive heart failure. The patient had to take diuretics to keep the water buildup in their body down. The patient had been going to the bathroom more and was incontinent now and never was before. The patient became incontinent about 7 to 8 months ago and it had progressively gotten worse. It was noted that the patient was supposed to swallow a capsule tomorrow morning that had a camera in it and they were told they couldn¿t have an implanted device. The patient was told that they couldn¿t have the test by someone from the manufacturer. The patient wanted to know how many megahertz their device was and the patient who made the capsule wanted to know because they didn¿t know the patient had an implant. The patient wondered if their device was still working as they had it since may 2009 and hadn¿t changed the aaa patient programmer batteries in it at all. The patient programmer did not turn on and the patient changed out the batteries and was able to start using their programmer. The patient had it at 1.5v on program 1 with the lightning bolt. The patient didn¿t feel the stimulation and it hadn¿t been helping at all. The patient had been sick and taking a lot of diuretics. The patient increased and felt it at 1.9v and wanted to go up to 2.0v. The patient could feel it better at 2.1v and it wasn¿t uncomfortable. The patient called their manufacturer representative this morning and got someone else. The patient hadn¿t changed the program since they had it. The patient had thought of removal of the implant but would take into consideration what was reviewed with them. It was later reported that the patient fell on (B)(6) 2015 and ever since they fell, they had been urinating all over the place. The patient fell on the implant and was sore from the fall. The patient wanted assistance walking through using the programmer to check the implantable neurostimulator (ins) status. While trying to find the location of the ins with the antenna, the patient mentioned that they had so much fat where the ins was located. The patient synced with the ins and initially saw poor communication, but on the second attempt they saw the normal therapy screen. The patient¿s stimulation was on set at 1.9v and they increased to 2.0v. The patient didn¿t have a managing health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v051852, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).